Event description:
It was reported that during a routine check it was noted that the impedance on the right ventricular lead had started to rise approximately 5 months ago and was now high. Thresholds had risen also. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.